Event description:
Ultralite enterprises, inc. Became aware of an event that occurred in 1/2003, through correspondence from an attorney. The attorney states his client received burns. At a university phototherapy dept. Using ultralite equipment. No model number, serial number or further info was given. It was decided that an MDR should be filed.